Event description:
It was reported that the distal locking screws could not be removed from the tibia plate. The surgeon opened the pre-existing scar and there was an easy presentation of the plate and an easy removal of the proximal screws. The distal screws had a totally different presentation. It was not possible to grab the head of the screws with an allen wrench by hand. The screw head did not support the screw driver anymore. First he had to destroy the screw heads with a special metal drill. Afterwards the two lower screws were sawed on the level of the plate with a ultra drive device. One screw head could be gripped distally with a special pliers. The other two screws had to be relieved with a 2 cylinder drill until the special pliers for removing the implant could grab the screws and remove them safely. Massive metal dust had to be washed out carefully and partially removed under excision of soft parts. The post op x-ray check did not show any metal fragments and conditions were intact after removal of all the metal. No further information was provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The devices were returned for inspection and the event was confirmed. The plate shows heavy damage and deformation and the marks of the extraction pliers are visible. The extraction of the plate significantly mechanically damaged the surface of the plate very hard. The damaged screws did not have any screw heads, the thread was totally destroyed. The general damages to the plate and the screws were most likely caused by the removal procedure. The usage of a saw, extraction plies and hard metal drills damaged these implants heavily. No production or material defects on the implants could be observed. A review of the DHR for the plate indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. It was not possible to conduct a review of the DHR for the screws as the lot numbers remain unknown, however no production or material defects on the implants could be observed. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. The investigation evidence concludes that the general damages to the plate and the screws were most likely caused by the removal procedure. The usage of a saw, extraction plies and hard metal drills damaged these implants heavily. Thus operational context contributed to this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: patient identifier is (B)(6). Date of birth is (B)(6) 1996. Sex is female. Date of event was (B)(6) 2011. Date of explant was (B)(6) 2011. (B)(4).